Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date ¿ these events were described as, ¿seeing roughly 3 leaky sets per day¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system solution sets were leaking where the drip chamber meets the tubing. The leaks were discovered while the pharmacy primes the lines during internal testing prior to patient use. There was no patient involvement. No additional information is available.